Event description:
It was reported, the threads on the drill guide are worn and would not thread into implant.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.